Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of implant, date of explant, and date problem observed have been estimated as per event details. If and when additional information is received, it will be appropriately updated and supplement report will be sent. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with unknown cpx 4 breast tissue expander, and was presented with bilateral expander deflation. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.